Event description:
A report was received that the patient had a possible infection and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had an infection. No device malfunction was suspected. Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7003099, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had a possible infection and underwent an explant procedure.